Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced sensor issues since (B)(6) 2014. The customer stated that she was pregnant and experienced diabetic seizures. The customer further confirmed that she had been hospitalized several times due to low blood glucose levels. The customer stated that when she had low blood glucose levels she never went above 40 mg/dl. The customer's blood glucose at the time of the call was 36 mg/dl. The customer declined troubleshooting. The customer declined to provide full details of the hospitalization. Nothing further reported.